Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A synergy drug-eluting stent was advanced to treat the target lesion. However, the stent came off from the balloon inside the rca. Subsequently, another stent was advanced and placed over the dislodged stent, confining it against the vessel wall. No patient complications were reported and the patient's status was fine.